Manufacturer narrative:
Complaint number (B)(4) (repair), documents a (B)(4) technician (philips electrical contractor) had made a visit to the site and discovered that the mounting screws were loose. Not properly installed (tightened) during initial installation. The device was remounted with sealed mounting screws with loctite and inspected for proper installation. The report of this repair was submitted to philips on 15 october 2014. No additional information is available.

Event description:
Philips button was notified by the customer regarding an opii light which had detached from the ceiling mount. The fixture glanced the doctor's back. There was no injury reported, no additional information is available.